Event description:
It was reported that one day post implant there was not adequate pacing thresholds or sensing on the atrial lead. The lead was explanted. When the replacement lead was implanted it was discovered that the issues were not due to the lead but rather due to the patient¿s anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead and the distal electrode sleevehead were covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-58, implantable pacing lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.